Event description:
Customer reported a leak when using the coulter lh 750 hematology analyzer. The volume of the leak was about 2 ml and it was not contained within the instrument. The operator was wearing a lab coat, gloves, and eye protection at the time of the incident. There was no reported exposure to mucous membranes or open wounds. There was no report of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and found the blood sampling valve (bsv) knob was loose. The fse tightened the bsv knob which is responsible for holding the three bsv components securely in place and preventing any leaks from occurring between the components. The instrument ran without any leaks. The fse also found a failure of the probe wipe module. The fse replaced the probe wipe module which is responsible for allowing diluent to clean the outside of the probe and exit to the vacuum chamber (vc1). All repairs were verified per established procedures. (B)(4).